Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient reported the device is not working right since this month. Patient stated they don't get the vibrate but it won't let them turn the stimulation down now. Patient said they are not able to connect to the implanted neurostimulator to adjust the stimulation. Patient stated they spoke with manufacturer representative (rep) and was told to call for assistance. Patient stated this is their first time using the equipment. Patient stated all the devices are charged up. Patient stated they tried different outlets and the outlets works. Agent assisted patient with connecting with the recharging app and implantable neurostimulator (ins) is recharging at good connection, ins 90% and recharger 100% charged. Agent asked patient to connect with the handset and communicator and patient stated they are getting not found screen. Agent assisted patient with powering off handset and reset the communicator and wait for two mins. Patient service assisted patient with closing out of all apps, resetting the communicator, and plugging communicator into the outlet and communicator does not power on, or stay power on. The lights flashes yellow and go away. Agent recommend charging the communicator for an hour and agent will called back to check on communicator charging status. Agent called patient back and communicator is not powering on after charging for one hour. Agent reset communicator again and communicator did not power on. Agent check devices pair to blue tooth and there is no manufacturer devices on the blue tooth pair screen. Agent consulted with technical services (tss). The issue was not resolved through troubleshooting. A request was sent to the repair dept for communicator replacement. Pt called back stating that they were previously on the line with another agent, but the call was disconnected. Pt mentioned that they had already tried all the troubleshooting steps with the previous agent, and they suggested that a new battery might be needed. Pt repeated previously documented information. The call got disconnected. Agent attempted to call the patient back and left a voicemail.